Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The patient tests her blood glucose 4 times a day. She takes 2 units of humalog insulin if her blood glucose level is over 150 mg/dl. The reporter alleged that the meter read inaccurately high on five days earlier. The patient tested her blood glucose at 6:36 pm on the same day, and got a mealtime result of "192 mg/dl." The patient ate dinner and took 2 units of sliding-scale humalog insulin based on the meter reading. At around 8:29 pm, the patient started having a cold sweat. The patient tested her blood glucose at that time and got a result of "43 mg/dl." The patient took some glucose tablets to "get her blood glucose back up." When the patient started feeling better, she retested her blood glucose and got a result of "90 mg/dl." Right before the reporter called lifescan, he tested the patient's blood glucose and reported blood glucose results of "153 and 139 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% mg/dl and/or <=20 mg/dl. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed she developed symptoms suggestive of hypoglycemia after taking sliding-scale insulin based on the meter result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.